Event description:
It was reported that insertion was normal. Later, catheter was semi-removed for refloating and thermal filament coil became caught in introducer (arrow 8.5f). Cath became permanently fixed in introducer. Patient taken to theatres for removing cath and intro. No patient complications reported as a result of this event.